Event description:
During a coronary drug eluting stenting treatment procedure the physician encountered difficulties crossing a heavily calcified and tortuous lesion and the stent strut flared. The physician predilated the 95% stenosed lesion in the proximal to mid circumflex with a 2.5x30mm maverick balloon. He was attempting to cross the lesion with a 3.00x32mm taxus express2 drug eluting stent when the proximal side of the stent had a strut flare. The physician removed the stent. He then successfully crossed the lesion with two other taxus express2 drug eluting stents after experiencing some initial difficulty.